Manufacturer narrative:
Ocd performed retain testing, batch review, donor history and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).

Event description:
Customer reported a false negative reaction with a sample know to contain anti-lea to the 0.8% resolve panel c lot# vrc199 untreated cells. According to the customer, the sample in question showed a positive reaction with 0.8% surgiscreen for gel though not with the lea positive cell. Sample was tested against 0.8% resolve panel a for gel and all reactions were negative. The sample was further tested with 0.8% resolve panel c lot #vrc199, and anti-lea was identified with "ficin treated cells" only. The untreated cells gave no reaction. All described testing performed on (B)(6) 2014. Listed ocd product was confirmed to have normal appearance and stored according to IFU indications. Quality control confirmed to be satisfactory using the alba q check (lot# not provided).